Manufacturer narrative:
Updated information added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective event was caused by the stress of repeated use, external factors, or handling of the device. However, the root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the IFU. The inspection method for the suggested event is described in the operation manual for ltf-s300-10-3d ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope.¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited the adhesive around the objective lens was peeled. There were no reports of patient involvement.